Event description:
It was reported that the patient presented for an elective replacement procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture and low pacing impedance. X-ray imaging was performed and revealed a dislodgement of the ra lead. The lead was explanted and replaced. The patient was in stable condition.